Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an infection. Advanced bionics is in the process of gathering further information. Once additional information is received a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The recipient reportedly experienced a wound infection. The recipient was prescribed IV antibiotics (type unknown). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information were unsuccessful. The recipient's infection has reportedly resolved. This is the final report.